Manufacturer narrative:
(B)(4), distributor of natural extensions extra sensitive ear loop face mask, reported that a dental hygienist experienced symptoms of an allergic reaction while wearing the face mask. Crosstex followed up with the facility for additional information. It was reported the hygienist experienced symptoms of a hot, irritating sensation on her face. It was reported that the symptoms have been ongoing since (B)(6) 2018 with the use of several different face masks. It is unknown if all masks used were manufactured by crosstex. The hygienist is currently under medical supervision. The facility reported that the hygienist has a pre-existing condition (shingles) and multiple allergies. This complaint will continue to be monitored in the crosstex complaint handling system.

Event description:
(B)(4), distributor of natural extensions extra sensitive ear loop face mask, reported that a dental hygienist experienced symptoms of an allergic reaction while wearing the face mask.